Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that during a stent placement procedure, the device allegedly had a fracture and failed to expand. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: as the lot number for the device was not provided, a review of the device history records could not be performed. Investigation summary: the sample was not returned for evaluation and image was not provided for review. Therefore, the investigation is inconclusive for the reported issue. The definitive root cause could not be determined based upon available information. Labeling review: it was not known which lifestent/ -xl product was used, and in which clinical indication the product was used. Therefore, it was not known which specific instructions for use was related to the reported event. The instructions for use related to lifestent /-xl sufficiently describe holding, and handling of the event throughout deployment including unpacking and preparation. The instructions for use also describe lesion preparation and correct sizing of the stent. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a stent placement procedure, the device allegedly had a fracture and failed to expand. There was no reported patient injury.